Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clip came out of the jaws of the er220 while telescoping along the cystic duct. On a subsequent firing across the cystic artery the clip did not form properly. During the next firing the clip did not load into the jaws. The procedure was completed with a competitor's medium clip applier. There was no consequence to the pt.